Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser iq catheter was returned for evaluation. There is no visual anomaly noted to the device. The crosser iq was successfully inserted into the returned recon support catheter during functional testing. While insertion, there was no resistance felt. The crosser iq catheter was then successfully withdrawn. Therefore, the investigation is unconfirmed for the reported device-device incompatibility and difficult to remove issue as the crosser iq catheter was inserted and removed without issue. The investigation is also unconfirmed for the reported material separation issue as there is no material separation was noted to the sample. A definitive root cause for the alleged material separation, device - device incompatibility and difficult to remove issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the right iliac artery via groin access, the catheter was a allegedly stuck with the support catheter. It was further reported that catheter was allegedly separated. Reportedly, catheter and support catheter were difficult to be removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date: 02/2023.

Event description:
It was reported that during a recanalization procedure in the right iliac artery via groin access. The catheter was a allegedly stuck with the support catheter. It was further reported that catheter was allegedly separated. Reportedly, catheter and support catheter were difficult to be removed. There was no reported patient injury.